Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: na as the lens was removed/replaced during the same procedure. Section d6b: na as the lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the capsular bag was not stable to hold the tecnis single piece monofocal intraocular lens (iol) after implantation/application. Lens was fully inserted. Surgeon requested to change iol. There were no complications. Upon further follow up it was confirmed that there was no product quality issue. No injury and patient was doing well. The tecnis iol was explanted on the same day and the procedure was successfully completed with another iol. No further information is available.